Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. However, angina, atrial and ventricular arrhythmias and hypertension are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 4.0x15mm xience xpedition stent was implanted in the left main (lm) to left anterior descending (lad) coronary artery lesion and a 3.0x12mm xience xpedition stent was implanted in the lm to left circumflex (lcx) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized due to heart palpitations. No coronary imaging was performed and medication was provided. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2017, the patient was hospitalized due to tachycardia and high blood pressure. The patient also experienced back pain, chest tightness and a cold. No coronary imaging was performed and medication was provided. The back pain and chest tightness resolved and on (B)(6) 2017, the patient was discharged from the hospital. The physician is unable to determine if the event is related to the device. There was no additional information provided.